Manufacturer narrative:
Concomitant medical devices: unknown lead, implanted (B)(6) 1992.

Event description:
It was reported that the right ventricular (rv) lead exhibited low and falling impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.